Event description:
It was reported that the patient's implantable pulse generator (ipg) was explanted and replaced for premature battery depletion. It was also reported that the patient's right ventricular (rv) lead had high pacing thresholds but the physician decided to not replace the rv lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.